Event description:
Consumer was using the heating pad on her upper back and received blisters on her back. She did not seek medical attention. She stated laying on the device which is contrary to proper use instruction.